Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with blood glucose of 500 mg/dl. They treated with manual injection. They also reported receiving pump error alarms. The device passed troubleshooting. The device will not be returned for analysis.